Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the inner insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically breached due to a cut, and the inner insulation and outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that during a right ventricular lead replacement procedure, the right atrial lead was noted to have "marginal p-waves." The physician decided to explant and replace the lead. No patient complications have been reported as a result of this event.